Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter. The complaint investigation did not describe any types of use errors that might have caused potential contamination. A review of all batch record documents was performed for the potentially associated lot with no issues noted during the manufacturing process. There were no deviations from standard procedure. No assignable cause was determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Event description:
The following is a report of peritonitis received by baxter global pharmacovigilance (gpv) from a consumer in the us with supplemental information from a peritoneal dialysis nurse (pdn). On (B)(6) 2012, the home patient (hp) experienced peritonitis. The hp reported that she was hospitalized on (B)(6) 2012 for the peritonitis with culture positive for (B)(6) (unspecified). On (B)(6) 2012, baxter global pharmacovigilance followed up with the pdn and received the following information. The pdn confirmed the diagnosis of peritonitis coincident with dianeal 1.5% pd2 and dianeal 2.5% pd2 solutions. The cause of the peritonitis is unknown. The pdn could not confirm the causative organism was (B)(6) as reported by the consumer. The pdn clarified the patient was hospitalized (B)(6) 2012 for the peritonitis. Treatment included a three week course of ip (intraperitoneal) antibiotics (unspecified) not yet completed at time of the report. The pdn confirmed the patient was recovering. Peritoneal dialysis (pd) therapy was ongoing. No hospital discharge summary was received by the pd clinic. The pdn reported the event was not related to a baxter pd device or solution.